Event description:
It was reported that there was an over infusion of norepinephrine (levophed 8mg/250ml) to a patient admitted for respiratory failure. The infusion was ordered stat and intended to infuse at a rate of 0.3 mcg/kg/minute (26.44ml/hour). However, the 250ml infused within 3 hours. The emergency department director indicated that there was no detectable harm and no additional medical intervention provided.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Bd technical support troubleshoot with customer over the phone. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Additional information: imdrf annex a, g, c and d codes and manufacturer narrative. Investigation summary: the reported over infusion of levophed was not confirmed or replicated during the investigation. The returned device and logs were fully evaluated, and no anomalies were observed during laboratory testing. ¿ laboratory test results performed on the reported suspect device confirmed the pump module to be within specification for rate accuracy and was operating as intended, with no signs of unregulated flow. ¿ the customer provided an event date of (B)(6) 2024 at 2:35 pm. ¿ review of the downloaded pcu and pump module event logs showed the events have been overwritten due to continued use; therefore, the drugid and programming parameters for the time of the event could not be determined. ¿ it is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pcu event log. It is also not possible to determine what the fluid is that is contained within the IV container. This is not a function of the pcu event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered and fluid selected. ¿ inspection and testing of the incident administration set could not be performed since the incident administration set was not returned for investigation. ¿ it is not known if any of the following conditions may have existed at the time of the reported incident; per product labeling, alaris system user manual (v9.33), it states within warnings and cautions ¿do not touch the administration set while closing the door.¿ failure to follow this instruction can result in infusion rate inaccuracy. To prevent a potential free-flow condition, ensure that no extraneous object (for example: bedding, tubing, glove) is enclosed or caught in the pump module door. ¿ the device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). ¿ the pumping mechanism was disassembled during the internal inspection. The mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to dchu, repair center, or the customer. Root cause: the root cause of the reported over infusion was not identified during the investigation. The returned device was fully evaluated, and no issues or anomalies were observed during the log review and laboratory testing. Note that this report lists imdrf annex a1801, a0404, g04037, g0301201, g02017, c0601, c070606, d01, d02, d15 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Event description:
It was reported that there was an over infusion of norepinephrine (levophed 8mg/250ml) to a patient admitted for respiratory failure. The infusion was ordered stat and intended to infuse at a rate of 0.3 mcg/kg/minute (26.44ml/hour). However, the 250ml infused within 3 hours. The emergency department director indicated that there was no detectable harm and no additional medical intervention provided.

Event description:
It was reported that there was an over infusion of norepinephrine (levophed 8mg/250ml) to a patient admitted for respiratory failure. The infusion was ordered stat and intended to infuse at a rate of 0.3 mcg/kg/minute (26.44ml/hour). However, the 250ml infused within 3 hours. The emergency department director indicated that there was no detectable harm and no additional medical intervention provided.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer?, imdrf annex a, g, b, c, d codes, remedial action required, remedial action # and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.